Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The failure analysis investigations replicated/confirmed the customer reported complaint "sparks occur when power is applied." Failure analysis found the primary failure of instrument bipolar yaw pulley thermal damage between grips to be related to the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force feedback maryland bipolar forceps instrument sparked when power was applied. The procedure was completing as planned with no reported injury.